Manufacturer narrative:
The pod arrived partially deployed, with the slide insert visible through the top housing window and the formed needle exposed past the bottom housing well. The pod generated an 0x10 alarm during priming, indicating reset due to sawcop expiration. No problems were found that would result in the 0x10 alarm, which is confirmed as the root cause of the reported communication error during startup. The hard cannula was observed to be unseated from the slide retract as a result of an incorrect installation. The incorrect installation resulting the hard cannula failing to fully retract, causing the exposed needle. The incorrectly installed hard cannula is independent of the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone13.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that during activation, the pod experienced a communication error advising the user to discard the pod. The pod was not worn. The issue led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and a needle retraction failure was identified.